Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Event description:
A. What is the date of event? (B)(6) 2022 implant lps after extraction of rotalink a few months before. Spacer between. 7th of june extraction lps and new spacer. B. Was there any surgical delay? What was the duration of the delay? No, c. Can you please confirm the primary surgery date or original date of implantation? ? (B)(6) 2022 implant lps after extraction of rotalink a few months before. Spacer between. 7th of june extraction lps and new spacer. D. Was the infection was reported? If yes, please provide the details: no, e. What is the date of explantation?7th of (B)(6) 2023, f. What is the affected side: left, g. Kindly provide the patient details: no further details.

Manufacturer narrative:
Product complaint (B)(4) investigation summary patient with long history of surgery. Before a cemented link prothesis. Extraction of link 2022, after that spacer due to infection. Lps with sleeve and stem on (B)(6) 2022. Stem 14 mm in femur totally fixed in old cement. Patient infected and the sleeve was totally loose. Stem and sleeve screw totally broken. Sleeve and femur was just to lift out while the stem was very well fixed in the old cement. The device associated with this report was returned to depuy synthes for evaluation. Visual inspection found nothing indicative of a device nonconformance. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was unconfirmed as the observed condition of the [lps distal fem comp xxsm lt] would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a device history record (DHR) review was conducted. The DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, there were no deviation or non-conformances.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the joint was infected and the sleeve was totally loose. Stem and sleeve screw totally broken. The stem was very well fixed in the old cement. Doi: (B)(6) 2022. Doe: unknown. Affected side: unknown.

Manufacturer narrative:
Product complaint (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.